Event description:
A report was received that a patient underwent a pocket revision due to difficulties charging. The ipg had flipped sideways making is difficult to charge. The physician revised the patient's pocket site. Nothing was implanted or explanted and the patient is reportedly doing well following the procedure.